Event description:
A physician reported a pt who was double skin tested on 27 oct 1997 and 10 nov 1997 with negative results. On 25 nov 1997, the pt received her first treatment in the glabella, nasolabial folds, vermilion borders, and lower eye lids. On approximately 31 december 1997, (exact date of onset not known), the areas of collagen treatment became red, inflammed, and lumpy. On 8 jan 1997, the physician examined the pt, and believed that the pt was having a hypersensitivity to collagen. On 15 jan 1998, the physician prescribed intramuscualr kenalog and oral prednisone.